Event description:
The customer reported that falsely depressed creatinine_2 (crea_2) results were obtained on three patient samples on an atellica ch 930 analyzer. The initial results were not reported to the physician(s). The samples were reprocessed on an alternate atellica ch 930 analyzer at the customer's site. The repeat results recovered higher than the initial results. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed crea_2 results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely depressed creatinine_2 (crea_2) results were obtained on three patient samples on an atellica ch 930 analyzer. Quality control (qc) was in range before the erroneous results were obtained. The customer attempted to run qc after the erroneous results were obtained but got "analyzer rejected flags". The customer disabled the instrument and performed daily maintenance. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the system, reviewed system message log and found sample probe was crashed and bent, causing domino error affect; replaced and aligned sample probe, ran auto check, noted reaction washer probe 1 failure, cleaned washer probe 1, inspected tubing, ran auto check, adjusted height alignment of reaction washer, replaced cuvettes, ran and verified auto check, and ran weekly maintenance. The customer ran daily qc, patient correlation between this analyzer and other analyzer at the customer's site. Next, the cse replaced the wash probe 1, inspected vacuum lines and the valve connected with those probes, replaced the cuvettes, diluent and conditioner, inspected and verified the dilution probes and their alignments, ran auto check, weekly maintenance, qc and patient samples, all recovered acceptably. Siemens further evaluated the event and determined that the bent sample probe not aspirating and delivering sample fluid properly potentially contributed to the falsely depressed crea_2 results. The instrument is performing according to specifications. No further evaluation of this device is required.